Manufacturer narrative:
Device is a combination product. Age at time of event: 18 years or older. (B)(4). An f/g,promus element,mr,ous 2.75x16mm stent delivery system (sds) was returned for analysis. A visual and microscopic examination of the crimped stent found no issues with the stent. There were no signs of damage, stretching or lifting of the stent struts. The stent showed no signs of movement and was set equidistant between the proximal and distal marker bands. The crimped stent od (outer diameter) was measured and was within maximum crimped stent profile measurement. The balloon cones were reviewed and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and tactile examination of the hypotube found no issues. A visual and tactile examination of the shaft polymer extrusion revealed a mid-shaft kink 105mm distal from the hypotube to midshaft bond. The device was tracked over a guidewire and no issues or resistances were noted. A visual and microscopic examination found no issue with the tip. No other issues were identified during the product analysis. The root cause is not confirmed as there was no evidence of the alleged issue or any anomalies which could have contributed to the reported difficulty. (B)(4).

Event description:
Reportable based on additional information received on 23-oct-2017. It was reported that difficulty tracking over wire occurred. Vascular access was obtained via the right femoral artery. The 90% stenosed, 32mmx2.5mm, concentric, de novo target lesion was located in the mildly tortuous and mildly calcified left anterior descending (lad) artery. A 2.75x16mm promus element ¿ drug-eluting stent was advanced but failed to cross through the non-bsc wire outside the sheath after several attempts. Furthermore, the device slicked at the wire outside the patient's body. The procedure was completed with another 2.75x16mm promus element ¿ drug-eluting stent. No patient complications were reported and the patient's status was stable. However, additional information revealed that the stent became stuck with a non-bsc guide wire.